Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced leakage. The following information was provided by the initial reporter: on fitting the intima and checking the permeability, leakage at the level of the fins. Consequences: I had to put an intima back on the child. Failed 4 times.

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. DHR was reviewed and no qn¿s or other events were found related to the complaint stated by the customer. According to sampling plan applied for product performance, this lot was accepted. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima¿ IV catheter safety system experienced leakage. The following information was provided by the initial reporter: on fitting the intima and checking the permeability, leakage at the level of the fins. Consequences: I had to put an intima back on the child. Failed 4 times.